Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on their blood glucose levels, as it did not exceed 500 mg/dl. To resolve the issue, customer changed the infusion set and cartridge, and then resumed insulin.